Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the patient to replace the no. 8 tracheal tube. No abnormalities were observed after the replacement. It was reported that bubbles appeared at the corner of the patient's mouth after using the ventilator. There was patient involvement/no harm reported.